Manufacturer narrative:
The reported event of connection problem was not confirmed. The device was received from the field with battery voltage above elective replacement indicator (eri) level. Visual inspection of the header and connector found no contamination or foreign material that could contribute to the reported lv connection problem. Electrical and mechanical analysis performed indicated normal functionality. During the analysis the lv lead was inserted and removed multiple times without any issue. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.

Event description:
It was reported during implant procedure that the pacemaker header would not allow for lead insertion. The device was successfully exchanged. There were no patient consequences.